Manufacturer narrative:
Unit passed rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit received with cracked case at display window corners. Unit received with scratched lcd window.

Event description:
Customer has reported cracks on his insulin pump screen. Customer is unaware of how screen received cracks. Cutomer's blood glucose was 186 mg/dl. No further information provided.